Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wire guided dilatation balloon was used in the esophagus during an endoscopy with esophageal dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon had pinholes, as confirmed by a video sent by the customer. The procedure was completed with another cre pro wire guided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an endoscopy with esophageal dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon had pinholes, as confirmed by a video sent by the customer. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: investigation result a visual examination of the returned complaint device found that the catheter was mechanically cut near the balloon. It was also noticed that the guidewire was kinked and was cut in the distal section. Functional evaluation could not be performed due to the condition of the returned device. This failure is likely due to factors or conditions related to procedure during the use of the device, such as the manner in which the device was handled and manipulated, the amount of strength applied to the device, and/or the interaction between the scope and device, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.